Manufacturer narrative:
(B)(4). Batch # r5a64j. Investigation summary: the analysis results found that the cdh25a device arrived with no apparent damage, with staples present, and with the breakaway washer uncut, indicating that the device had not been fired. After further inspection, it was noted that the device trocar was damaged, resulting in a tighter fit between the anvil and the trocar. No functional test could be performed. It is possible that the component was damaged from the supplier. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when trying to detach the anvil without holding the locking spring, the anvil could not be detached from the device after confirming orange line. The anvil could be pulled slightly but, it was caught at trocar. Another device was used to complete the case. There were no adverse consequences to the patient.